Manufacturer narrative:
The investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of field data, review of manufacturing documentation and a review of labeling. Review of complaint activity did not identify any adverse or non-statistical trends for the architect ca 19-9xr assay. An increase in complaint activity was not identified for falsely elevated results with reagent lot 88046m800. Using worldwide field data the historical performance of reagent lot 88046m800 was evaluated. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for the lot was within the established control limits. Therefore, no unusual reagent lot performance was identified for lot 88046m800. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect ca 19-9xr assay was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Patient identifier: complete entry is (B)(6). Patient information: no further information was obtained. This report is being filed on an international product, architect ca 19-9xr, list 02k91-39, that has a similar product distributed in the us, list number 02k91-33.

Event description:
The customer reported a falsely elevated architect ca19-9xr result for a (B)(6) female. Sample ID (B)(6) generated an initial result of 37.06 u/ml and retest on the original and alternate analyzer generated < 2.0 u/ml. No impact to patient management was reported.